Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, the device was able to fire but it locked on tissue. Extra pressure was applied to the handle which seemed to free the device so the staple line could be completed and then the jaws could be opened. Due to concerns over firing, the patient was opened just in case there was an unexpected bleed.